Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). When the medical stuff doing a check of the zero after 20-30, the offset was almost 800mls. Reported alarms when rotaflow set on art. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). The effected device was not the rotaflow console rather the rotaflow drive (rfd). (See section of this report) the rfd was send to the manufacturer em-tec in germany for investigation and repair. According to the service report of em-tec the error described by the customer could not be fully reconstructed. However, since the flow drift at the zero flow is somewhat more restless and is outside the production specification, the flow sensor should be replaced. However, liquid may have entered the interior of the sensor, and may have temporarily interfered with it. Inside the device are metal particles coming from the screen of the connection cable. Action done by em-tec: technical inspection rfd exchange of flow sensors including calibration exchange connection cable/ball bearing fastening the half shells of the holding arm and supplementing the missing pressure piece. Function and final test. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).